Event description:
Child has type 1 diabetes and is on an omnipod insulin pump. Child had 2 seizures in one day and was transported to our facility from another about 4 hours away. Cause of seizures traced to hypoglycemia. Glucometer in device read a blood glucose of 164 mg/dl according to grandparents who used the device. Paramedics reported a glucose of 50 mg/dl. In our facility, the glucometer in the device read a consistent 40 mg/dl higher than did our glucometers. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: type 1 diabetes mellitus. Event abated after use: yes.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately erratic. The patient indicated that the alleged issue started on (B)(6) 2010, at 9:48 am. The patient reported blood glucose results of "150 and 51 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. At an unknown time after the alleged issue began, the patient claimed that she developed low blood glucose symptoms of shakiness and not being "able to do anything else." The patient denied that she received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date/times the reported lfs meter readings were obtained, what date/time the symptoms developed, and what actions the patient took before and after the symptoms started. In addition, it would have been helpful to know what the patient's last meter reading was before the symptoms developed, what date/time the last reading was obtained, and if the patient tested her blood glucose while she was symptomatic. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.